Event description:
During use of the subject device for an open total gastrectomy, the surgeon found that the ptfe pad of the device was separated from the jaw after 2 hour use. No error message displayed. The procedure was continued with another device. After that sales representative went out from the operation room, because the surgeon said the phase using the subject device was over and urged him to leave there. Until that time, there was no problem about procedure. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially separated from the jaw. There were contact marks on the surface of the probe and jaw. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated, the ptfe pad is severly worn, and the pad was separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.